Event description:
It was reported that the black floaters across the lens of the scope from inside the scope and showed on the monitor. No back up available. No patient injury.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the black floaters across the lens of the scope from inside the scope and showed on the monitor. A visual inspection was performed and showed the scope to have damaged negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed. Describe event or problem: updated.

Event description:
It was reported that the black floaters across the lens of the scope from inside the scope and showed on the monitor. No back-up device was available. No patient injury reported.